Manufacturer narrative:
Lead model 3889-28, lot #v008904, implanted: (B)(6) 2006, explanted: na; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2006, explanted: na; programmer model 3031a, serial # (B)(4).

Event description:
It was reported that the patient experienced an electric shock sensation (noted as a 'zing') on the left vaginal side when changing position. The leads were then reprogrammed. The outcome of the event was reported as not serious. If additional information is received, a follow-up report will be sent.